Manufacturer narrative:
The reported event lead sensing noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internals shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Correction: b5: field should reflect pacing inhibition. Correction: d6a, d6b: initial and explant dates should not have been included as this was an initial implant procedure.

Event description:
It was reported that during a implant procedure, over-sensing of noise was noted on the patient's pacemaker system. Despite replacing the pacemaker and right ventricular lead, the over-sensing persisted and resulted in pacing inhibition. A competitor system was implanted and this resolved the issue. No adverse patient consequences were reported.

Event description:
Related manufacturer reference number: 2017865-2024-72679, related manufacturer reference number: 2017865-2024-72680, related manufacturer reference number: 2017865-2024-72681, related manufacturer reference number: 2017865-2024-72683. It was reported that during a implant procedure, over-sensing of noise was noted on the patient's pacemaker system. Despite replacing the pacemaker and right ventricular lead, the over-sensing persisted. A competitor system was implanted and this resolved the issue. No adverse patient consequences were reported.